Manufacturer narrative:
The received device was inspected and no issues were seen that would cause a failure to deliver insulin. No issues were seen with the device data that indicate a struggle to deliver insulin. The device was found to function properly.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had to be hospitalized for high blood glucose (bg) level reading ¿high¿ (> 5.0 g/l) (> 500 mg/dl) after wearing the pod for longer than 48 hours on the arm. The patient had to go to the emergency room where they treated her with insulin via electric syringe. The patient was able to lower her bg levels to 1.83 g/l (183 mg/dl).